Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the cartridge compartment was wet on several occasions in (B)(6) or (B)(6) 2011. A family member stated that she does not have the lot numbers of the leaking cartridges and is not certain that they are part of the cartridge recall that was described in a letter they received. The family member reported that the pt's blood glucose (bg) was elevated during the same time period (about 200mg/dl to 300mg/dl). She said that she was not sure if the bg excursions were related to leaking cartridges. She stated that the pt would change the cartridge and his bg would resolve. The family member said she did not notice that the pt had symptoms of hyperglycemia, the pt did not check his ketones, and he was irritable and tired.